Event description:
Pt in operating room having a right leg and truncal venogram, angiojet thrombolysis and right leg truncal stent balloon. While surgeon was using the power flex pta dilation catheter, the balloon burst and wire fractured became entangled in fibrotic webbing at the popliteal vein and could not be retrieved through the sheath. This required a popliteal vein exploration and removal of the balloon which though separated from the proximal component distal component still was present on the wire and intact which allowed retrieval completely. Case was extended by approx 3 hours. Pt in stable condition post procedure and was discharged home the following morning. See scanned page.